Event description:
It was reported that the customer experienced high blood glucose levels recently. The customer accidentally loaded long lasting insulin (lantis).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.